Event description:
The surgeon had performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2010. About three months after the procedure, mako was informed that the pt had been experiencing pain and a revision surgery was scheduled by the surgeon. During the procedure, the surgeon assessed the implants and observed that they were stable. Upon removing the poly insert, he noticed an abnormal wear pattern, which he attributed to excess cement around the tibial component. The surgeon also thought excess loose cement had led to the pain experienced by the pt. A new poly insert was implanted, and the surgeon was satisfied with the outcome of the procedure.

Manufacturer narrative:
As part of normal complaint follow-up, an eval was performed by mako surgical with regards to the robotic arm interactive orthopedic system (rio) and the restoris mck system. A discussion with the surgeon revealed that upon opening the joint during the surgery, loose cement was immediately present anteriorly. The surgeon suspects this must have become dislodged in vivo. Wear patterns on the poly insert were normal other than the random directional scratch caused by the loosened cement. Mako does not sell or supply cement as part of our system. Surgical cement is a material that is chosen as per surgeon preference.